Event description:
It was reported that the patient had inappropriate shocks due to p-wave oversensing. The patient had alcohol induced arrhythmias and his electrolytes were way off base leading to a change in his intrinsic morphology. The system is now sensing fine and no changes were made. There were no additional adverse patient effects. The system remains implanted.